Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument started to smoke. In addition, plastic on the instrument was observed to be melted and the tip fell off inside into the patient. The following information is unknown: if the fragment was retrieved and the procedure outcome. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The pch instrument has not been received for failure analysis evaluation.